Manufacturer narrative:
The reason for this revision surgery was the shoulder scared in with the humeral head position riding high on glenoid. The patient had pain and little range of motion. The length of in vivo service was 1.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 40 prior complaints reported against this part; summary of investigations: 3 pain, 17 stability, 9 trauma and others not associated with product issues. This is the first complaint against this lot number. The humeral head was riding high on the glenoid resulting in shoulder scaring. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the shoulder scarred in with the humeral head position, riding high on the glenoid. The patient had pain and little range of motion.